Event description:
New information received notes that patient presented to a follow-up in clinic with their atrial lead exhibiting noise over-sensing. Patient had no symptoms and was stable after the lead was capped on (B)(6) 2020.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an atrial lead that was exhibiting unspecified over-sensing. Lead was capped and replaced on (B)(6) 2020. No patient symptoms or condition were reported.